Manufacturer narrative:
Product ID 8780, serial# (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2019, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative (rep). It was reported that the new implant was cancelled due to insurance reasons. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 02-jan-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a company representative (rep) regarding a patient receiving an unknown intrathecal medication via an implanted pump for spinal pain and chronic low back pain. It was reported the patient¿s pump and catheter were implanted on (B)(6) 2019 and then there was a cerebrospinal fluid leak with a staff infection so the devices were explanted. The patient was now being implanted with a new drug infusion system on (B)(6) 2019. The rep was inquiring about the existing ptm from the old pump and how that could be utilized with the patient¿s new pump. The event date was (B)(6) 2019. Physician listings were requested. No further complications were reported/anticipated or expected.